Event description:
Additional information: per the clinic, the patient underwent an incision and drainage on (B)(6) 2021 due to infection as previously reported. It was also reported that the patient was hospitalized (specific date and duration not reported) and following discharge, the patient was treated with antibiotics (specifc date, type and duration) not reported.

Manufacturer narrative:
This report is submitted on october 29, 2021.

Event description:
Per the clinic, the patient experienced an infection (B)(6) at the implant site (treatment unknown). The device was explanted on (B)(6) 2021. There are no plans to re-implant the patient.